Event description:
Related manufacturing reference: 2184149-2023-00140. During device preparation for a supraventricular tachycardia ablation procedure, communication issues resulted in the procedure being cancelled with no adverse consequences to the patient. After prepping the patient by adding patches, the patient reference sensors were not displayed in ensite x (v2.0). As a result, the patient was not treated. There are no reported adverse consequences to the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be determined.